Manufacturer narrative:
Additional information was provided in d10 and h.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that before an intraocular lens (iol) implant procedure, lens came out too quickly before placing the injector in the eye. The procedure was completed by using back up iol.